Event description:
Im rod broke during use. Broken part remains in patient. Surgery time extended by 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the instrument associated with the reported event was not returned for evaluation. The product code and lot code were not provided. A search of the complaint database found additional reports of breakage against sp2 im rods. There have been design changes to the sp2 im rods since their release for distribution. The investigation could not drawn any conclusions about the current reported event based on the lack of the instrument to examine or the provided information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.